Event description:
Patient later reported grade IV capsular contracture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. Reason for reoperation: capsular contracture (grade IV).

Event description:
Patient reported "felt a lot of pain " and "diagnosed with capsular contracture baker grade ii-iii" on the left side. Healthcare professional later reported "spontaneous and touch pain" on the left side. Patient later reported left side grade IV capsular contracture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of capsular contracture grade ii-iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be capsular contracture grade ii-iii.

Event description:
Patient reported "felt a lot of pain" and "diagnosed with capsular contracture baker grade ii-iii" on the left side. The device remains implanted.

Event description:
Healthcare professional reported left side "spontaneous and touch pain". The device has been explanted.